Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the following issue was observed on the device: ¿broken clamp.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿the unit came in with a broken door hinge and a broken door latch, so I replaced the door and the door latch. Testing showed that the upstream pressure sensor was not in the right voltage range, so I replaced both the upstream and the downstream pressure sensors. When I ran the unit through its pm tests, the error code 245.3020 came up during the rate accuracy test. According to the manual, it gives this error when the door is closed and the pump thinks the door should be open. Turning the unit off and then back on seemed to fix the problem, since the error did not occur again. I ran the unit through a 50 ml infusion of distilled water to be sure it would not come up again. I recalibrated the unit and ran it through its pm tests with no further problems.¿ reported problem cause description: "incidental.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿